Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation; however, the sensor was not investigated because the complaint is about a physiological issue rather than a product malfunction. A transmitter was also returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. There was no data log available to review. A bin file analysis was performed and no errors were found. The reported event of a skin reaction was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's mother reported that on (B)(6) 2017, the patient came home with a large rash located under the sensor. It was indicated that the patient was seen by their school nurse who said that the affected area may be a rash, but the patient's mother stated it looked like a burn from the transmitter. The affected area was described as having redness, with raw skin that was sensitive to the touch. On (B)(6) 2017, the patient was taken to the emergency room (ER) and the doctor advised that the skin reaction was contact dermatitis. The patient was treated with tylenol and neosporin. On (B)(6) 2017, the patient was taken to her regular pediatrician who confirmed that the skin reaction did appear to be contact dermatitis. The pediatrician prescribed cortisone cream and it was indicated that the area was beginning to heal. At the time of contact, the patient was healing. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.